Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis was not able to confirm the reported complaint. Visual inspection did not find any obvious damage to the instrument. The instrument was placed and driven on an in-house system. The maryland bipolar forceps passed the recognition and engagement tests. The maryland bipolar forceps moved intuitively with full range of motion in all directions and the grips opened and closed properly. The maryland bipolar forceps responded to commands correctly and precisely. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis on the returned product was performed by the intuitive surgical, inc. (Isi). The initial findings were confirmed. The maryland bipolar forceps instrument was placed on an in-house system and tested for intuitive motion. The instrument moved intuitively in all directions and followed the master tool manipulator (mtm) commands precisely. There was no product issue identified. The instrument is fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps moved in the opposite direction, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, the maryland bipolar forceps instrument moved in the opposite direction than what was required. The maryland bipolar forceps was reinstalled on arm but still did not reflect the surgeon's movements. The issue was identified during the procedure and an alternative instrument was used. There was no patient harm. The surgery was not delayed as a result. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.